Event description:
The surgeon implanted a silicone lens but it was slightly damaged upon insertion. The surgeon decided it would not impair the pt's vision, so the lens was left in the eye. There was no pt injury.